Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of the peritonitis. The patient treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital after eight days and has recovered from the event. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e06043 and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).